Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of low amplitude measurements and atrial fibrillation (af) with rapid ventricular response (rvr). A treadmill test was performed and the patient was in and out of a bundle morphology during testing. A reference s-ECG was captured and the device chose primary vector during automatic setup. The zones were increased and the patient was started on amiodarone for the af with rvr. No adverse patient effects were reported.